Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 90% stenosed, mid right coronary artery. Pre-dilatation was performed prior to the attempt to stent the lesion with a 2.75x23 mm xience pro stent; however, due to the heavy calcification, the stent delivery system was not able to cross the lesion. The stent implant dislodged partially from the balloon during retraction of the stent delivery system (sds), and fully dislodged when the sds reached the hemostatic valve at the distal end of the sheath. The stent implant appeared crushed on angiography. The stent implant was able to be retrieved successfully from the patient inside the sheath. The sheath was removed and a new sheath was used to complete the rest of the case. It was commented that the stent dislodgement was due to the heavy calcification. Additional pre-dilatation was performed and a 2.75x23 mm xience pro stent was deployed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information provided states that resistance was felt during retraction of the xience pro with the rotating hemostatic valve (rhv).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage and stent dislodgement were confirmed. Difficult to remove from the rhv could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.